Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that a patient experiencing a heart attack was brought in to perform a study. Another user pressed the stop button by mistake and the system would not power back on. They had to place the patient on an arrest monitor. The customer reported that the patient eventually died, but it was not due to the cv allura system not being available.